Manufacturer narrative:
(B)(4). Physio-control advised the customer that there is no service repair available or repair parts for their device and it is no longer under warranty. Physio recommended that the customer remove the device from service and a replacement device be obtained. The device has not been returned to physio-control for an evaluation. The cause of the reported event could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that the display on their device was black and the service light was illuminated. As a result, defibrillation may not be possible, if it were necessary. This issue was observed during a routine device check. There was no patient use associated with the reported event.